Event description:
It was reported that a user experienced hyperglycemia with a highest blood glucose of 227 mg/dl for approximately 1.5 hours after waking, prior to breakfast, following a recent supply change; the agent advised allowing automated corrections to stabilize glucose, and subsequent follow-up confirmed stabilization to 176 mg/dl. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no backup therapy, no ketone testing or action plan, and no alarms or alerts from the device. Investigation included remote troubleshooting and user education by customer care. Investigation of this case revealed no device alarms, no interruption of insulin delivery via the ilet, and no identifiable device malfunction or component issue, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.